Event description:
As reported by the edwards field clinical specialist, upon removal of the sheath following the successful deployment of a 23mm sapien valve via a transfemoral approach, a perforation of the external iliac artery (eia) was noted. Percutaneous access was obtained to the left femoral artery and serial dilation was performed using all the dilators, from 16fr through 25fr. The 22fr sheath was placed with minimal difficulty. The 23mm sapien valve was then successfully deployed. Following removal of the delivery system, an occlusion balloon was placed from the contralateral side and inflated .the access site was then closed with the perclose closure device. With the perclose sutures in place the balloon was deflated and an angiogram was performed which showed a perforation in the eia. The balloon was then quickly re-inflated and a covered stent was placed; however, an angiogram showed that the perforation had not been repaired. After multiple stents were placed another angiogram was performed and again showed that the perforation had not been repaired. At this time the patient had received three units of blood. A bypass graft was then placed from the left common iliac artery to the left common femoral artery. The incision was closed and the patient was transferred to the intensive care unit in stable condition. The access vessel¿s minimum luminal diameter was reported to be 6.5mm and no vessel calcification or tortuosity was noted.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22fr sheath is 7mm. In this case, the access vessel¿s minimum luminal diameter was reported to be 6.5mm. Although it cannot be confirmed, the reported vascular complication was most likely due to the advancement of the sheath into a less than indicated sized vessel. Additionally, calcification and/or tortuosity not appreciable on imaging may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.